Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had a replace now battery, failed battery and power loss alarm. The customer¿s blood glucose level was 86 mg/dl at time of incident and current blood glucose level unknown. It was reported that the pump stopped working. Customer had received multiple power loss alarms when batteries are out of the pump less than ten minutes. The customer was treated with glucose tablets. Troubleshoot was performed. The customer was advised customer to ensure that the battery is securely fastened (not just pushed inward) and battery slot is aligned horizontally with pump. Customer did not receive a power loss alarm. Customer did not received a low battery alert prior to the replace battery now alarm and the timing was less than 10 hours from the low battery alert to the replace battery now alarm. The customer reported pump did not alarm battery failed alarm. Customer stated that they did not receive frequent battery failed alarms and the alarm was not cleared before inserting battery. Customer stated that he had low blood glucose. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o ring. Unable to perform displacement test, occlusion test and p-cap or reservoir will not lock properly due to missing retainer. Device received with operating currents within specification. Device passed self test, rewind, prime test, basic occlusion test and force sensor test. Device trace download analysis confirmed the insulin pump alarmed failed battery test, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed failed battery test, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received with fading and peeling serial number label. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.